Manufacturer narrative:
Service repair technician (srt) performed functional test and observed the customer pump operated as intended. The "flashing display" is the expected display response when the cardioplegia (cpg) input signal is interrupted. Because it was not available, the customer's cpg monitor was not evaluated during the test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the pump to an 8k base with a cardioplegia monitor connected to the base. Occasional flashing of the volume display was observed when cardioplegia volume was being read. He connected a different cardioplegia monitor to the 8k base and no flashing of the volume display was observed over three days. He also found that a cardioplegia monitor¿s volume display can flash with version 2.2k software installed but not with version 2.3k software. He then removed the pump from its housing to check connections with nothing found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per field service representative (fsr) the flashing of the volume display was verified. The connections and cables associated with the communication from the cardioplegia roller pump to the cardioplegia monitor were checked. The fsr determined the problem was with the cardioplegia roller pump. The roller pump was removed from the base and a back-up roller pump was installed. The fsr verified that the cardioplegia monitor volume displays were not flashing and that they were tracking volume correctly with the back-up roller pump installed. Unit was returned to the manufacturer for further evaluation and testing. This complaint is related to (B)(4) / medwatch #1828100-2017-00054.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump is causing the cardioplegia monitor volume display to flash. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review: the clinical services was able to make an assessment made on the information collected. Cardioplegia volume can be displayed on the cardioplegia monitor. The volume displayed is a calculation based on the number of pump rotations and the tubing size (stroke volume) entered on the roller pump. The cardioplegia monitor receives pump speed and tube size data from the cardioplegia roller pump via the cardioplegia stop line which is connected from the base to the roller pump. In this case, cardioplegia volume was not being displayed on the cardioplegia monitor and in fact, the volume display area was "flashing." This could be due to functional issues of the pump, stop line or cardioplegia monitor or user issues including a tubing size is not entered or the stop line is not connected securely. The volume tracking does not impact or affect the actual delivery of cardioplegia solution. Cardioplegia volume can be estimated manually or estimated by the usage of cardioplegia crystalloid solution used during doses. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.